Event description:
This pt dislocated twice ((B)(6)2014). The surgeon decided to change the cup but during operation (during reduction phase) he realized that the cemented stem was moving and he replaced it too.